Event description:
Patient presented to the physician with an infection at the chest and neck incision sites. Physician brought the patient into the or and removed the entire inspire system. Postoperative antibiotics were prescribed.